Event description:
The patient was undergoing a coil embolization procedure in the internal iliac using a lantern delivery microcatheter (lantern) and a diagnostic catheter. During the procedure, the lantern was advanced through the diagnostic catheter and into the target vessel. Next, the physician was advancing a guidewire through the lantern when the lantern was noticed to be kinked. The physician decided to remove the lantern; however, while pulling the lantern out from the diagnostic catheter, the physician fractured lantern at the midshaft. It was reported the physician was able to remove the proximal portion of the lantern, but the distal end of the lantern remained in the diagnostic catheter. Therefore, the diagnostic catheter containing the fractured distal end of the lantern was removed and the lantern was flushed out. The procedure completed using a new lantern, a new diagnostic catheter, and ruby coils. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned lantern confirmed a fracture. Damage such as a kink on the catheter may occur if the device is handled at an angle during advancement. If a kinked device is further manipulated, the kink may worsen to a fracture. Based on the reported event, the initial kink noticed on the catheter subsequently may have worsened to a fracture when the kinked lantern was manipulated within the diagnostic catheter during removal from the procedure. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.